Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. Accuracy was checked between levels l1 and l3, and screws were placed; a confirmation spin showed screws on the right side being out of expected position and in an upward direction. Screws were re-positioned. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. (B)(4) 2015, a medtronic representative, following-up at the site, reported the measurement of the inaccuracy was not provided. There is a possibility the cause of the inaccuracy was frame movement. The surgeon's work flow is to place screws all on the left side then the right side. Delay in the procedure was approximately three hours. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation tria navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: outcomes attributed to adverse event not checked on initial 3500a. A medtronic representative went to the site to test the equipment. The system was found to be fully functional. No issues related to the initial incident have been reported.